Manufacturer narrative:
(B)(4). Unknown liner, unknown stem, unknown head. (B)(6). Literature - literature - h. B. Waterson, m. R. Whitehouse, n. V. Greidanus, d. S. Garbuz, b. A. Masri, c. P. Duncan, " revision for adverse local tissue reaction following metal-on-polyethylene total hip arthroplasty is associated with a high risk of early major complications - june 06, 2018. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05322 and 0001822565-2018-05323. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one patient post revision for armd and trunnionosis experienced deep infection, that was cultured during first stage procedure intraoperatively and was positive for group b haemolytic streptococcus. The infection was treated with two-stage antibiotic prostalac spacer. No further reoccurrence of infection occurred post three years. Prior to diagnosis of infection, patient presented with instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends h3 other text : device not returned for evaluation.

Event description:
No further event information available at the time of this report.